Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was diabetic ketoacidosis and silent myocardial infarction. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 1200 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the doctor told them that the pump was failing. The customer was not using sensors. The caller stated that the customer was having highs 2 days before passing and used manual injections to treat. On (B)(6) 2018 at night, the customer had a bad insulin reaction and had to take glucagon to treat. The customer then went high after that, went to the hospital and was informed that a pump failure had occurred. The caller agreed to return the insulin pump for analysis but declined a pump upload.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.